Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Suggested the customer to discontinue the pump use. Later the customer's family member called and indicated that the customer is not being treated for any other illness and the doctor's diagnosis is not available. The programming was correct, but the family member informed that some of the boluses look low and the alarm history showed an alarm.